Event description:
Our rep is stating that he has had conversations in which a surgeon reported that on two recent knee repair cases, his patients have experienced some sort of reaction. In his acl repairs, the surgeon uses an "arthrex bio trans fix" device for the femur and "mitek intrafix" in the tibia for fixation. Both artrex and mitek have been notified of the issues. Further data and detailed information to follow. Also see associated MDR 1221934-2009-00307.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.